Event description:
On (B)(6) 2025, a patient (pt) in brazil called to report a diagnosis of corneal ulcer in the right eye (od) in (B)(6) 2024 while wearing an acuvue® oasys® brand contact lens (cl). The pt reported symptoms of ocular discomfort, foreign body sensation, redness, and was unable to open the od. The pt didn¿t have any discomfort while wearing the suspect od cl and didn¿t notice anything abnormal with appearance of the cl. The pt went to an urgent clinic (exact visit date is unknown) where the pt was diagnosed with the corneal ulcer and prescribed vigamox every 6 hours for 7 to 10 days (pt was unsure of duration). The pt was also prescribed a lubricating eye drop, viotta and will provide a copy of the prescription if it is available. The pt had a return visit to the urgent clinic (date not provided) and advised the od corneal ulcer was healed and the pt could return to cl wear. The pt reported when looking at the od, the pt was able to see a ¿dot on the edge of the iris at 2 o¿clock on the same side as the nose.¿ the pt reported the vision was not affected and the pt can no longer see the ¿spot¿ on the od. Calls were placed to the pt¿s treating urgent care clinic on (B)(6) 2025 to verify the pt¿s diagnosis and treatment. On (B)(6) 2025, a representative at the urgent clinic advised that the pt can only request medical information. On (B)(6) 2025, an email was sent to the pt requesting the pt to request the medical records from the urgent clinic. On (B)(6) 2025, a call was placed to the pt to request additional medical information, but nothing additional was provided. Another email attempt was sent to the pt requesting the pt contact the urgent care for the medical records from the pt¿s visits. On the same day, the patient responded via email, stating that they were unable to locate the prescription for the eye drops. The patient also contacted the urgent clinic via email to seek guidance on obtaining the medical reports. On (B)(6) 2025, a translation of a medical report provided by the pt on (B)(6) 2025 was received. Urgent care discharge summary dated (B)(6) 2024: foreign body sensation on right eye (od). Cornea clear ulcer at 13 o'clock without anterior chamber reaction. Care: vigamox and systane hydrating. Urgent clinic f/u visit report dated (B)(6) 2024. Re-evaluation of od corneal ulcer, with no symptoms at the moment. Using vigamox and viofta. Od stromal scar superior at 1 o'clock autofluorescence negative. Conduct: maintain continuous use of viofta. Discharged. No additional medical information has been received. The date of event will be reported as 01oct2024 as the exact event date is unknown. The suspect lot number is unknown. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.